Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported premature battery depletion. The cause of battery depletion could not be determined. (B)(4)

Event description:
It was reported that the patient presented to the hospital with chest discomfort. Premature battery depletion of the implantable cardiac monitor was suspected. The device was explanted. No additional information was available.